Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The manufacturer's field service engineer (fse) encountered the machine and proximal pressure sensors failed during corrective maintenance. There was no patient involvement. The manufacturer's fse confirmed the reported ventilator inoperative. The manufacturer's field service engineer (fse) replaced the data acquisition printed circuit board and it fixed the ventilator inoperative. The unit successfully passed performance verification and is ready for use.